Event description:
--

Manufacturer narrative:
The device was explanted and returned. Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. Initial automated testing verified basic sensing, pacing and shocking functions of the device. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitor(s) that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
A review by engineering noted that the fault was first declared (B)(6) 2013 and is appropriate. There is a loss of battery capacity and device hardware is not detecting this. Due to this, the battery status indicate are not reflecting the depletion condition and are inaccurate. There were no other faults of resets on the device memory. At this time therapy delivery is not affected, but the device is malfunctioning and should be replaced. Further data review indicates that there is sufficient reserve for device maintain normal therapy functions for 28 days. It was recommended to replace the device within the next four weeks time. Upon further information this investigation will be updated

Event description:
Boston scientific received information that an alert was triggered due to low voltage for remaining longevity for this device. Technical services discussed the fault code 1003, and advised to have the patient attend a follow up for further investigation. At this time the device remain implanted.